Event description:
The customer called technical support (ts) reporting that the device's touchscreen was not working. It is unknown if the unit was in patient use at the time of the reported event. There was no patient harm or injury noted. The customer indicated that the battery died while the unit was in the shop, so the unit had to be plugged in to perform evaluation. The customer reported to have attempted touchscreen calibration, but calibration was off by multiple inches and could not be completed. A field service engineer (fse) was dispatched to the customer's site for additional evaluation. The fse evaluated the unit and confirmed the customer's reported problem. The fse cleaned the unit and successfully performed touchscreen calibration. The unit ran for 30 minutes without failures noted. Touchscreen functionality was confirmed, and the unit was placed back into clinical service. No parts were replaced.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.